Manufacturer narrative:
Investigation results. Visual evaluation of the returned device found a kink on the dongle and several kinks around it. Functional analysis showed that the device passed the electrical test with resistance measured at 15.9 ohms, which is within specification. The complaint was not confirmed. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00917 and 3005099803-2015-00916 for the other associated device information. It was reported to boston scientific corporation that a three rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to deliver current. A different cord, pad, machine and outlet was used but issue persisted. The same issue occurred with two other rotatable snares. The procedure was completed, but it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00917 and 3005099803-2015-00916 for the other associated device information. It was reported to boston scientific corporation that a three rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to deliver current. A different cord, pad, machine and outlet was used but issue persisted. The same issue occurred with two other rotatable snares. The procedure was completed, but it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Related event of current failure. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.